Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section a, b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).

Event description:
Additional information was received on (B)(6) 2023: the patient is alive and left the hospital.

Event description:
The user facility reported that the involved angio-seal vip 6 french was used to close a percutaneous intervention of a young patient. When the patient was in the recovery room, she complained of pain in the puncture site. They could not find a pulse in the leg (distal). The angiologists tried to access via crossover to the punction site but was unsuccessfully. Therefore, the patient had surgical intervention. Total time until the surgical intervention was approximately 4 hours. After the intervention the patient had a stroke and was hospitalized. The patient previous had carotid disease. The closure device was implanted, and the insertion device was thrown away before the adverse event happened. The patient condition was harmed.

Manufacturer narrative:
A2: date of birth: born 1974. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: requested, unknown. E1: telephone number: unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.